Event description:
It was reported to medtronic minimed that the customer reported pump error 25. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884 and insulin pump was retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. A review of the history files reveals sixteen (16) power error 25 alarms between (B)(6) 2024 and (B)(6) 2024. Pump trace download analysis confirmed the pump alarmed power error 25. The adapt tool confirmed power error 25, low battery, and power loss alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. The pump was cut open to perform a visual inspection. Moisture damage/corrosion was found on the electronic assembly (pcba 1 and pcba 2). The corrosion was built up around the j6 and j7 connectors of pcba 1 (primary power and internal battery power connectors) which caused the internal battery to have an intermittent connection generating the power error 25 alarms. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Pump error 25 alarms are confirmed due to moisture damage/corrosion on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The incorrect g4 aware date was updated from 16-may-2024 to 22-apr-2024 (correct aware date is text product analysis completion date of (B)(6) 2024).

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. A review of the history files reveals sixteen (16) power error 25 alarms between (B)(6) 2024 and (B)(6) 2024. Pump trace download analysis confirmed the pump alarmed power error 25. The adapt tool confirmed power error 25, low battery, and power loss alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. The pump was cut open to perform a visual inspection. Moisture damage/corrosion was found on the electronic assembly (pcba 1 and pcba 2). The corrosion was built up around the j6 and j7 connectors of pcba 1 (primary power and internal battery power connectors) which caused the internal battery to have an intermittent connection generating the power error 25 alarms. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Pump error 25 alarms are confirmed due to moisture damage/corrosion on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.